Manufacturer narrative:
Asku

Event description:
It was reported patient died and had significant history of both atrial and ventricular arrhythmias based on episode counters. Prior to death, there were 3 ventricular tachycardia/ventricular fibrillation episodes that were detected and treated appropriately by device delivery of shocks that converted the rhythm. "Post shock there appeared to be transient loss of capture." Cause of death has been requested and not received. Follow up revealed patient had gotten out of bed and appeared to have pulled telemetry leads off. When staff arrived, patient unconscious and code called. Telemetry strips prior to leads being pulled off noted a wide complex paced rhythm with "what appears to be some intrinsic activity." There were no allegations of device issues related to death. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Trends appear stable.oversensing - multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (11 episodes nst, 2 episodes vf).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died and had significant history of both atrial and ventricular arrhythmias based on episode counters. Prior to death, there were 3 ventricular tachycardia/ventricular fibrillation episodes that appear to have been detected and treated appropriately. "Post shock there appeared to be transient loss of capture." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.